Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked. This event occurred during set up. The patient was not connected at the time of the leak. The patient stated they noticed solution under the homechoice door and that the heater bag was empty before it typically was. The patient stated the homechoice device had alarmed when the leak started, however they were unable to recall which alarm they had received. There had not been any damage to the shipping cartons or over pouches to the supplies. The patient stated they had checked the solution bags prior to set up; the solution bags were not leaking. The patient had been unable to determine the source of the leak. The renal therapy service agent (rtsa) had the patient start therapy over with new supplies and advised the patient to contact their registered nurse. There was no patient injury or medical intervention associated with this event. No additional information is available.